Event description:
It was reported that the tip of the driver has rounded out and become worn from repeated use and no longer engages the set screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): the instrument was returned for evaluation. There are two cracks in the tip of the driver 180 degrees apart running parallel with the shaft. A review of the device history records did not identify any applicable nonconformance to specification.